Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Engineer's evaluation relayed, "alignment tabs have been deformed due to impaction without proper alignment. The decontamination photo clearly shows that rotational alignment was not achieved prior to impaction."review of device history record found unit released for distribution with no deviations or anomalies. Review of complaint history found no additional complaints related to this lot number. The root cause was attributed to misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial reverse shoulder .the bearing would not lock into the tray. Another bearing was used to completed the procedure.